Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of mitral stenosis, is listed in the mitraclip system instructions for use as a known possible complication associated with mitraclip procedures. Based on the information reviewed, a conclusive cause for the reported mitral stenosis, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report mitral stenosis. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. The pre-procedure mean pressure gradient (mpg) was 3.2mmhg. The clip was placed without issues; however, the mpg increased to 16mmhg. The clip was repositioned; however, the gradient only decreased to 10mmhg; thus, the clip was not implanted and was removed. An nt clip was placed and, this time, the mean pressure gradient was at 8mmhg. The clip was implanted, reducing mr to grade 2. No additional information was provided.